Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history 18 march 2020, 0 non-conformance on this lot number, final micro and sterility tests passed, , (B)(4) units released lot expiry date: 31 october 2018 .

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune claim letter received. Litigation record alleges personal injury occurred as a direct result of defective manufacturing depuy attune knee device implanted. Doi: may 30,2017; dor: unknown; unknown side.